Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 4.5 years ago. Aneurysm and vessel morphology at the time of implant is unknown. It was reported, a recent CT demonstrated severe disease progression with aortic neck dilatation, resulting in the migration of the stent graft and a type I endoleak. The aortic neck is currently 30 mm to 32 mm in diameter, and the stent graft has migrated 30 mm. The physician elected to convert the bifurcated stent graft to an aortic-uni-iliac (aui) with the placement of another manufacturer's aui device, which successfully resolved the migration and type I endoleak. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
Intervention required. Evaluation: results: endoleak, graft migration; severe disease progression with aortic neck dilatation. Conclusion: severe disease progression with aortic neck dilatation.